Event description:
It was reported that, patient complained of pain and swelling. She has received the recall letter and is very upset. She had mainly questions and was referred to her surgeon to have her clinical questions addressed. Patient will have an x-ray tomorrow and stated that she does not want to make any hasty decisions at this time with the investigation. She did not want to provide any additional information at this time and stated that she may call back after she discusses all this with her surgeon and her family.

Manufacturer narrative:
Evaluation summary: an event regarding pain of unknown etiology was reported. The event was confirmed. Inspection of the reported devices could not be performed as no items were returned. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain of unknown etiology is considered to be under the scope of this recall. No further investigation is required.